Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 500cc mentor memorygel breast implant on both sides and experienced left side capsular contracture; baker grade iii postoperatively diagnosed after physical exam. On january 17, 2022, mentor became aware that the date of bilateral replacement surgery with catalog number 3507504bc was (B)(6) 2022. On may 4, 2022, the mentor failure analysis lab received two devices for evaluation with same lot number. As per paperwork received with the device date of surgery was (B)(6) 2022. This file was created to report the second device findings. On (B)(6) 2022, device evaluation was completed for both devices. One of the devices was found to be ruptured (assumed to be right sided device until further clarification/information is received). Follow ups were completed with no response. If additional information is received, a supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 500cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring approximately 0.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 25, 2022, mentor became aware that both devices were intact upon bilateral removal and replacement surgery with catalog number 3507004bc; serial number (B)(6) on the left side, and with catalog number 3507004bc; serial number (B)(6) on the right side on (B)(6) 2022. Field h6 for device problem code has been updated to "adverse event without identified device or use problem" on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 1, 2022, device re-evaluation was completed as follows: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 500cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring approximately 0.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).